Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who was encountering poor communication. The caller stated that while she was with the patient on wednesday she was able to connect one time. Additionally the caller stated that while the patient's device was helping, the patient now does not think the device is working. The caller stated that this might be due to the patient "drinking more." Troubleshooting could not be conducted as the caller was not with the patient at the time of the call. Patient status is unknown at the time of this report. Onset of these issues was described as end of last week or first of this week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.